Event description:
It was reported that device embolization occurred. The left atrial appendage (laa) was noted to be broccoli anatomy, and the patient was in sinus rhythm. A laa closure procedure was performed and a 24mm watchman flx pro closure device was implanted after meeting release criteria. There was no shoulder on the closure device, and no leak noted. Compression measured on transesophageal echocardiogram (tee) was 19-26% compressed. 67 days post index procedure at the tee follow up, the imaging discovered there was no closure device present in the heart. The same day, the patient underwent computed tomography angiogram (cta) that revealed the closure device had embolized to the abdominal aorta. The patient was sent to the interventional radiology (ir) department also that same day, for emergent retrieval and the closure device was retrieved successfully via percutaneous snare. There were no other patient complications. The patient is fully recovered.

Event description:
It was reported that device embolization occurred. The left atrial appendage (laa) was noted to be broccoli anatomy, and the patient was in sinus rhythm. A laa closure procedure was performed and a 24mm watchman flx pro closure device was implanted after meeting release criteria. There was no shoulder on the closure device, and no leak noted. Compression measured on transesophageal echocardiogram (tee) was 19-26% compressed. 67 days post index procedure at the tee follow up, the imaging discovered there was no closure device present in the heart. The same day, the patient underwent computed tomography angiogram (cta) that revealed the closure device had embolized to the abdominal aorta. The patient was sent to the interventional radiology (ir) department also that same day, for emergent retrieval and the closure device was retrieved successfully via percutaneous snare. There were no other patient complications. The patient is fully recovered. It was further corrected the closure device was retrieved the day after the tee follow up occurred.

Manufacturer narrative:
B5: information added. D6b: date updated from 04/22/2025 to 04/23/2025.

Event description:
It was reported that device embolization occurred. The left atrial appendage (laa) was noted to be broccoli anatomy, and the patient was in sinus rhythm. A laa closure procedure was performed and a 24mm watchman flx pro closure device was implanted after meeting release criteria. There was no shoulder on the closure device, and no leak noted. Compression measured on transesophageal echocardiogram (tee) was 19-26% compressed. 67 days post index procedure at the tee follow up, the imaging discovered there was no closure device present in the heart. The same day, the patient underwent computed tomography angiogram (cta) that revealed the closure device had embolized to the abdominal aorta. The patient was sent to the interventional radiology (ir) department also that same day, for emergent retrieval and the closure device was retrieved successfully via percutaneous snare. There were no other patient complications. The patient is fully recovered.

Manufacturer narrative:
Media from the clinical procedure was provided to bsc and reviewed by a member of the bsc global medical safety organization. The media review report concluded: 1 transesophageal echocardiogram (tee) video loop and 2 fluoroscopy video loops from the procedure were submitted for review. The tee showed the left atrial appendage (laa) with several smaller distal lobes. One fluoroscopy loop showed contrast injection into the laa with pigtail and last video loop showed the deployed watchman flx pro closure device without contrast injection. Without contrast injection it is difficult to assess whether the closure device position was at the ostium. The closure device itself does seem to have a low compression with a flat distal face. The available media was limited, and it was difficult to assess whether release criteria was met. But if the closure device was released with this low compression, it is possible that the low compression might have contributed to the embolization of the closure device.